Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of 550:320:654:0000. (B)(4)

Manufacturer narrative:
The condition of failure to alarm failure code 550:320:654:0000 was confirmed through evaluation due to audio circuit problems. A loose connection between the user interface module printed circuit board p12 and the cable was found. The cable connector in p12 was re-seat to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). The device evaluation has not been completed. No additional information is available at this time. Should additional information become available a follow-up medwatch will be submitted.

Event description:
During service by baxter, a colleague infusion pump was found with failure code 550:320:654:0000 in the pump's event history. It is unknown when this condition occurred. According to baxter service, the failure code failed to produce an audible sound. There were no reports of patient injury or medical intervention. Baxter's review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.